Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a faulty scanner. A field service engineer assisted a technical support specialist in replacing the scanner cable. The technical support specialist then reset the barcode to the customer to resolve the issue. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was a faulty scanner on 4ne2. It would not scan the medication properly. It would scan and a bunch of numbers came, but did not populate anything. The pharmacy techs were not able to load the medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.